Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a circulation pump failure. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no flow and no drain of pads in an arctic sun device. Per review of wo on 07mar2024, there was no patient involvement. Per follow up information received via email on 07mar2024, it was reported that the functional verification test was ok. Strange sound from the circulation pump. Fill tube was dirty, screen protector and per technician, the temperature cable was not missing, but it was damaged.

Event description:
It was reported that there was no flow and no drain of pads in an arctic sun device. Per review of wo on (B)(6) 2024, there was no patient involvement. Per follow up information received via email on (B)(6) 2024, it was reported that the functional verification test was ok. Strange sound from the circulation pump. Fill tube was dirty, screen protector and temperature cable were missing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.